Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2015, the patient was emergently implanted with two conformable gore&#59412;ag&#59412;thoracic endoprostheses (tgu343420j/13708097 and tgu404020j/13255696) to treat an impending rupture of a thoracic aortic aneurysm. The tgu343410j was implanted distal to the left subclavian artery, and the tgu404020j was deployed just above the celiac artery. Intra-procedure imaging revealed a distal type I endoleak, and the physician elected to complete the procedure with a wait-and-watch approach being taken to the endoleak. Access vessel was closed, and while the patient was being awaken from anesthesia, the blood pressure once increased and then dropped suddenly, followed by cardiac arrest. Transfusion was given to rescue the patient, but the patient's condition did not get better. There was no time left to perform any other resuscitation, and the patient expired. It was reported that the physician attributed the patient's death to the recurrent rupture of the thoracic aorta. The portion of thoracic aorta just above the celiac artery was tapered with its vessel diameter being 31-33mm.